Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. When placed on the in-house system, the display showed 13 out of 14 remaining lives. The life indicator had not rotated to red. The instrument was fully functional. Additionally, the instrument was found to have a frayed grip cable at the distal end. Moreover, the instrument was found to have damaged conductor wire insulation at the distal end. The wire was exposed. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps expired prematurely. There was no report of patient involvement.